Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent kit was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2016. According to the complainant, during the procedure while advancing the device under radiographic imaging, it was noted that there was 'something that was radiopaque' near the tip of the stent. The device was removed from the patient, and it was confirmed that the ro marker of the device did not detach, however, it was not known if the detached piece was part of the stent or delivery system. The detached object was noted to be larger than the ro marker and had moved to near the papillary portion from the pancreas head. The physician assessed that the detached piece would be left to pass naturally. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Additional information: a visual evaluation of the returned device found that the stent was bent in several locations, the ro marker is still attached to the stent in correct position and the proximal end of the stent was damaged. Based on the event description and the analysis performed, the most probable root cause cannot be determined since the whole device was not returned for a deep analysis and the information available is not enough to determine a cause of the alleged issue. In addition, the returned device presented some damages such as bents and/or kinks, the cause of this issue is operational context since it is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity.

Event description:
It was reported to boston scientific corporation that an advanix¿ pancreatic stent kit was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2016. According to the complainant, during the procedure while advancing the device under radiographic imaging, it was noted that there was 'something that was radiopaque' near the tip of the stent. The device was removed from the patient, and it was confirmed that the ro marker of the device did not detach, however, it was not known if the detached piece was part of the stent or delivery system. The detached object was noted to be larger than the ro marker and had moved to near the papillary portion from the pancreas head. The physician assessed that the detached piece would be left to pass naturally. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good". Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. Additional information received on 20sep2016. Ercp procedure was performed in the pancreatic duct, not the bile duct.